Manufacturer narrative:
The following fields have been updated due to additional information: correction: after further evaluation of the complaint, it has been determined that the previously submitted report 9369793 was sent in error. After review it was confirmed that this product used on an animal is not cleared for vet use.MFR#: 1920898-2023-00810is void as a result. H3 other text : see h.10.

Event description:
It was reported while using the bd ultra-fine¿ insulin syringe the hub separated from the device. Report 2 of 2. The following was received from the initial reporter: pet owner reported when injecting her cat on (B)(6) 2023 the needle broke off in site. (B)(6) 2023 - today the needle was removed by the vet without sedation. Pet owner reported on (B)(6) 2023 when removed the needle shield from syringe, the needle assembly stayed in the shield.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using the bd ultra-fine¿ insulin syringe the hub separated from the device. Report 2 of 2. The following was received from the initial reporter: pet owner reported when injecting her cat on (B)(6) 2023 the needle broke off in site. 11/06/2023 - today the needle was removed by the vet without sedation. Pet owner reported on 11/06/2023 when removed the needle shield from syringe, the needle assembly stayed in the shield.